Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately calcified cephalic vein. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, a 6f non boston scientific introducer sheath was inserted. The lesion was then crossed with a non boston scientific guidewire and dilatation was performed. However, at first inflation, it was noted that the balloon ruptured at 6atm within 10 seconds. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with another of same device. No patient complications were reported and patient was in good condition post procedure.